Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the hospital staff intended to connect the c1 ac cord and perform maintenance. However, when he pressed the power button, c1 did not start. So he removed the battery and pressed the power button again, and c1 began to emit a burnt smell. He then asked the local staff to repair c1. No patient involvement.